Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the events could not be determined. However, it is likely that the events image is interrupted when wiggling the connector and scope connector is not held properly occurred due to a worn out lock latch on the video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited a worn out lock latch connector, causing loss of image when the scope was wriggled. The end connector does not hold the scope connector properly. There were no reports of patient involvement.